Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it, and behind the display. It was also alleged that there was intermittent power. The battery cap was allegedly intact with no apparent defects. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-may-2019 with the following findings: during investigation, moisture was found behind the display lens. The battery compartment was cracked at the left side of the grip pad from the threads to the case seal causing a leak. The battery cap was stripped, and was unable to secure to power up the pump. Unrelated to the original complaint, the display was dim and red.